Event description:
User facility voluntary medwatch rec'd that stated: "pt was receiving diprovan 2ml/hour. Infusion had been running for 1 hour when pt's bp dropped (32/11). Pt was already intubated and was being bagged. Approx 15 minutes later, IV pump alarm sounded. It was noted that diprovan bottle was half gone. Pump showed error of "operating while door open," but door was not open. Infusion stopped immediately. Pump had no other information on screen. Nurse estimated that pt rec'd 500mg diprovan over 15 minutes time frame." Upon further query the following information was provided that indicated the pt rec'd more medication than intended. At 1248, the pt was admitted to the emergency room with a blood pressure (bp) of 90/61 mmhg. At 1400, the device was programmed to deliver diprovan 1000mg/100ml, at a rate of 2ml/hr, with a vtbi (volume to be infused) of 100ml, and a duration of 1.5 hrs. At this time, the pt's bp was 53/20 mmhg. At 1500, the pt's bp decreased to 32/11 mmhg. The physician was notified. The pt was treated with a bolus of unspecified hydration fluids. The customer contact reported that the pt was also receiving an unspecified concentration of levophed and the delivery was increased to an unspecified higher rate. At 1515, the device alarmed for n250 (door open while pumping). At this time, the nurse noted that only 500mg of diprivan remained in the container. The device was powered off. At 1600, the pt's bp was 104/52 mmhg and the pt was transferred to the intensive care unit. The device was removed from clinical service. At an unspecified time, therapy was resumed using a placement device. Though requested, no additional information was provided.

Event description:
The user received a questionable hcg result for one patient sample. The initial result was <1 and the repeat result was >12000. No unit of measure was provided. No adverse events were alleged regarding the discrepancy. The hcg reagent lot number was not provided. The field service engineer checked the spring on the sample arm which was okay. He checked and adjusted the sample probe liquid level detect voltages, precision and heights. He also cleaned the pre-wash station (ews) and ran performance tests, calibration and quality control to verify the analyzer performance.

Manufacturer narrative:
This event occurred in (B)(6). As a preventative action, the sample arm mechanism was replaced. The sample pipettor assembly was provided for inspection and testing. No mechanical or electrical malfunctions were identified which could cause the reported issue. The assembly was also tested under stress conditions and did not show any failures. The customer has not reported further issues since the sample arm was replaced. The analyzer is in full routine operation at this time. The customer stated the patient had some anxiety due to the issue but was not harmed.

Manufacturer narrative:
This event occurred in (B)(6).